Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited loss of capture and a "sharp" rise in thresholds. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.